Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1024321) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
On (B)(6), 2011 a customer reported he had incorrect test strips and was receiving low readings using his freestyle freedom lite meter. The customer stated "he got into two car accidents with an injury because he was using the incorrect strips." The customer declined to complete the medical survey or to provide any further information. Several attempts were made to reach the customer to obtain additional information without success. There is no report of death or permanent injury associated with this case.